Event description:
The customer reported to beckman coulter (bec) that they noticed a few drops of clear fluid on top of sample stopper after piercing the sample tube and in the tube holder on the coulter ac *t diff 2 analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and no one required medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and found that the probe wipe was leaking onto the top of the sample tubes. The fse replaced the probe resolving the leak. The fse also replaced lv7 (3-way solenoid valves), diluent filters and cleaned the vacuum line as preventative maintenance. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to the probe wipe. (B)(4).